Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material # unknown. Batch # unknown. It was reported by customer that they are experiencing a male luer that broke off into the port closest to the patient when trying to disconnect the IV line. Verbatim: rcc received a complaint via email. Email(s) attached. (B)(6) rn, reported more than two years ago, experiencing a male luer that broke off into the port closest to the patient when trying to disconnect the IV line. She clamped the IV tubing and got a new IV set to use. Curos caps are attached to unused IV ports when not in use and may be in place for minutes or up to days. No patient harm reported. No additional details provided.

Manufacturer narrative:
It was reported by customer that they are experiencing a male luer that broke off into the port closest to the patient when trying to disconnect the IV line. No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.